Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he had an unexpected restart alarm and an external ram error alarm. Customer stated that every time he changes his battery, he has to rest his time and date. Customer believes that he loses his settings. Customer's blood glucose was 154 mg/dl at the time of the incident. Customer had multiple unexpected restart alarms in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm is not recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to monitor the pump and that they may continue to wear the pump until the replacement arrives. Customer verified that the time and basal settings were maintained.